Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen was cracked after the patient sat on the device, and the pump was no longer functional. Symptoms included no clinical effects. Outcomes included replacement of the device and discontinuation of use of the damaged pump. Investigation included internal review of the event details and device history as provided by the reporter. Investigation of this device revealed physical damage to the touchscreen and loss of function consistent with user-inflicted mechanical damage to the display component. It was concluded, based on previously established findings for similar reports, that the cause was user error resulting in mechanical damage.